Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump alarmed error code 1250 when it was powered up. The investigation determined that a corruption of the memory of the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave error 1260 no patient involvement.